Manufacturer narrative:
All buttons functioned properly and no damage on the keypad assembly. No button error alarm. The insulin pump was received cracked case display window corner. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the insulin pump had crack. The customer's blood glucose was 424 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with bolus. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.